Event description:
It was reported that a screw was broken at l5-s1 on the right side with a non-fusion. Fusion had occurred at l4-5. The pt is asymptomatic. No revision surgery has been scheduled at this time and the surgeon is continually monitoring the pt. No other pt complications were reported.

Manufacturer narrative:
The product remains implanted, therefore product evaluation could not be performed.